Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that prior to use, the guide wire was found deformed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire assembly and numerous other components in an opened kit. The guide wire was kinked at 4 and 4.5 cm from the j-tip weld at the distal end. The cap and snubber were missing from the guide wire assembly. The cap was loose inside the tray but the snubber was not returned. The wire was found to be intact and within dimensional specifications. No other damage was observed. A review of manufacturing records did not yield any relevant findings. Since it appears that the damage was a result of the cap coming off the advancer allowing the guide wire to protrude out of the straightening tube unprotected, the probable cause of this issue is shipping and handling. No conclusion code is available for that result, so that section has intentionally been left blank. No further action wil l be taken.